Event description:
Patient had end of nasogastric (ng) tube break off in stomach and is waiting to pass small piece of ng tube through stool. Per report, about a week ago, patient had clog in ng tube, after registered nurse (rn) flushed tube, chest x-ray was done (due to chest tube) and small end part of ng tube was found to be broken away from ng tube and in patient's stomach. Gastroenterologist (gi) consulted and expects ng tube fragment to pass. Ng tube was removed and replaced. Subsequent x-rays and kidney, ureter, and bladder (kub) has shown part of ng tube now in transverse colon. We are waiting to ng tube to be excreted in stool, checking each stool for ng tube. No complaints per patient. Primary hematology oncology (heme/onc) team aware, charge rn and unit educator. Investigated with nurse staff and found that there were no issues with ng insertion. Ng tube had been placed, no indications when placing the ng tube that it was defective. This finding was an incidental finding when doing a chest x-ray for another purpose. Abdominal x-ray confirmed passing of ngt fragment.